Event description:
The device was placed on (B)(6) 2014. The user found a fluid leak on (B)(6) 2014 and then immediately removed the device out of pt's body. On (B)(6) 2014- returned sample shows catheter trimmed and pinhole leak at 0.5 cm caused by stylet damage. This event will be conservatively reported for potential to be a subq leak. (B)(6).

Manufacturer narrative:
The complaint of a leak in the catheter was confirmed and the cause was found to be use-related. The returned product for eval was one 2 fr s/l per-q-cath. Gross examination showed that the sample was free of residue. Tactile examination of the sample was unremarkable. The sample was patent to infusion with water from a 12ml syringe. However, a leak was detected 0.5 cm distal to the 0 cm depth marking. Microscopic examination of the leak site inner surface revealed that the inner surface was slightly curved outward, suggesting a force was applied from within. Wear impressions were observed near and in line with the split. The characteristics of the split and the catheter surface near the split revealed that the catheter was damaged by the stylet during use. A lot history review (lhr) of rexi1913 showed one other similar product complaint(s) from this lot number.